Event description:
Adverse event(s): "red eyes" (red eye(s)); "irritated eyes" (irritation); "infection" (infection); "tearing" (tearing, excessive); "iritis" (iritis); "corneal ulcer" (corneal "keratitis" (keratitis); "infiltrates" (corneal infiltrates). Product problem(s): "none reported" (no info). A consumer reported he experienced very red and irritated eyes with use of this product. He stated that he went to the doctor and was diagnosed with an infection. The consumer reported that the event resolved but when he used the product again he inserted only one contact and his eye turned red. He discontinued product use. In a follow-up phone call on (B)(6)2010, the consumer reported that he was diagnosed with an infection and corneal ulcer and was treated with antibiotic and steroid drops and the event was resolving. On 07/29/2010, a completed questionaire was received from the optometrist who described the event as red, irritated, tearing, photophobia and iritis in the right eye. The optometrist also diagnosed corneal ulcer superior and inferior in the right eye with keratitis and infiltrates in the left eye. The optometrist reported that he treated with a tear product and antibiotics and the events were resolving.

Manufacturer narrative:
Eval summary: the complaint device associated with this report was not received for eval. It is unk if the product was used according to labeled indications. Batch records were reviewed for lot 174695f and no deviations were identified. Chemistry and microbial results, environmental, utility , bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 174695f met all release criteria prior to product release. There are no similar reports for this lot. Additional info was requested by fax and mail on 07/14/2010, 07/22/2010 and 07/26/2010 and by phone on 07/29/2010 and 07/26/2010. A completed questionnaire was received from the optometrist on 07/29/2010. (B)(4).